Manufacturer narrative:
The patient's date of initial implantation is unknown. The reported adverse event is associated with a product that remains insitu. The manufacturer investigation was based on the available clinical information and it was determined that the reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. This report is submitted on august 1, 2017. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced recurrent infections at the implant site. Subsequently, the patient was treated with oral antibiotics and the infection resolved (date and duration of treatment not reported).